Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was blank and the device was vibrating. Blood glucose level at the time of the incident was 66 mg/dl. During troubleshooting, the customer was unable to get the display to return. Customer was instructed to remove then reinsert the battery after two hours and call back if the display did not return. The insulin pump was not replaced or returned for analysis.